Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that the paddle cables were loose on the heartstart xl. There was no pt involvement.